Event description:
Customer reported that the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.